Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) was requested but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Event description:
Patient had recurrent dislocating hip post revision. Doctor revised it to a constrained liner. Stryker constrained liner used.

Manufacturer narrative:
The patient is (B)(6). An event regarding dislocation involving a trident 0 deg insert 40mm was reported. The event was not confirmed. A device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. A complaint history review confirmed no similar events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. Further information such as the reported device, operative reports, x-rays, patient history, and follow-up notes are needed to complete the investigation for determining the root cause.

Event description:
Patient had recurrent dislocating hip post revision. Doctor revised it to a constrained liner. Stryker constrained liner used.